Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the drill chuck holder of ar-300dj broke off and the pin to the battery of ar-300 broke off outside of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: h6. It was reported that during a surgery the drill chuck holder of ar-300dj broke off. The reported event was confirmed. The manufacturer evaluation revealed a broken bracket at the drill chuck as well as a worn bearing. The most likely cause is attributed to wear and tear.